Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect user interface module (uim) would be replaced however the customer has not requested a return good authorization (rga) for the uim. At this time, vyaire medical has not received the suspect uim for evaluation.

Event description:
The customer reported an intermittent blank touchscreen display on this avea ventilator. The customer stated no known reported patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components with no anomalies. Voltage testing was performed on the real time clock battery, which found a low voltage state and out of specifications. The fa lab also performed multiple power on cycles on the suspect control board on a test uim. The fa lab duplicated the customer event, which was due to a low voltage of the real time clock battery. The root cause is associated with material fatigue within the real time clock battery.